Event description:
Customer called b/c, she is getting erratic readings. Unable to locate controls. On 2006, she got a reading of 417 mg/dl (16:20). At 16:25, she got another reading of 189 mg/dl. Customer felt fine; no adverse reported. Customer takes oral meds in the evening. A request was made for the return of the suspect device and replacement product was sent.